Event description:
A distributor in (B)(6) reported that the trials seemed to be larger than the actual implant. The metal trials would not seat flush during surgery even after broaches were completely seated and the bone was cut correctly. The distributed noted that this was not an observation from just one surgery.

Manufacturer narrative:
It was known that the trials that were sent back were of an older design. Actions were being taken to further investigate the event. It was known that these trials were of an older design that had sizing differences between them and the actual implant. A recall was initiated to address sizing differences (z-1524-2010).